Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report # 2916596-2020-03236. It was reported that the patient was brought down to the operating room for an aortic valve replacement. Clinical received call from perfusion staff that the pump was not receiving commands from the system monitor to stop the lvad when going on cardiopulmonary bypass. Clinician advised perfusion staff to shut down and then reboot system monitor which at first appeared to have solved the problem, but then reported that the monitor again displayed unable to accept commands. The clinician then contacted engineers and proceeded to advise them to obtain another system monitor, the issue then resolved. Prior to the call, clinician was originally advised that the patient had a hm3 pump, however, during the troubleshooting process, it was learned that the patient had a hm2 in fact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system monitor (pn 101214) was built in may 2016. The packaged system monitor (pn 1286) was placed into inventory on may 23, 2016. The unit was shipped to the customer on jun 13, 2016. The unit was last serviced on jan 18, 2019 ¿ ram module replaced. The main pcb assembly (pcba) was installed when the unit was built (may 2016). The relevant sections of the device build records were reviewed. The unit was built in accordance with manufacturing and quality specifications. Incidental findings: bent pins in the data card reader were found when the unit was checked. The reported event, of a communication issue ¿ unable to send commands to the system monitor, was not observed or duplicated when the system monitor was evaluated by technical service. The system monitor operated properly when checked. However, the card reader (for log files) had several bent pins on it that prevented a data card from being inserted into the system monitor. The data card reader is part of the main pcb assembly. The main pcb assembly was replaced. The repaired unit was tested and returned to the customer. Setup and use of the system monitor with the power module are documented in the heartmate power module instructions for use (IFU) - setting up the system monitor for use with the power module, the heartmate 3 lvas IFU and the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model and catalog number: corrected. Section d4 primary UDI number: corrected. Section h6 (medical device problem code): corrected. Manufacturer's investigation conclusion: the reported event, of the system monitor displaying odd text and graphics, was not confirmed when the unit was checked by technical service. The system monitor operated properly when checked. The software was upgraded (from ver 7.27 to ver 7.32). The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was built in may 2016. The packaged system monitor was placed into inventory on 23may2016. The unit was shipped to the customer on 13jun2016. The unit was last serviced on 18jan2019 ¿ ram module replaced. The main pcb assembly (pcba) was installed when the unit was built. The relevant sections of the device build records were reviewed. The unit was built in accordance with manufacturing and quality specifications. Setup and use of the system monitor with the power module are documented in the heartmate power module instructions for use (IFU) (rev b setting up the system monitor for use with the power module), the heartmate 3 lvas IFU (rev b system monitor) and the heartmate ii lvas IFU (rev h system monitor). No further information was provided. The manufacturer is closing the file on this event.